Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The report sated the physician detected leak in the cuff. There was no harm or required intervention performed provided in the report. Additional infromation has been requested.

Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a cut in the cuff/pilot balloon. A cut of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.